Event description:
It was reported that the pump's usb port was damaged and the pump battery intermittently could not be charged. The customer's blood glucose level was 160 mg/dl. The customer reverted to an alternate method of insulin therapy.